Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and verified "autofill error alarms and messages" in the fault log. However, the stm was unable to replicate the error. The stm completed full calibration, pneumatic leakage, functional testing and safety check to factory specification, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. The issue appeared to be resolved by pressing the "iab fill key", but then reoccurred. There was no patient harm and no adverse event was reported.